Event description:
The customer reported battery problems. There was no reported patient involvement and/or patient impact.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.